Event description:
The customer reported that the ventilator exhibiting large oxygen leak inside the gas delivery system (gds). The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned gas delivery system shows that the defective u17 on the data acquisition pcba created the o2 leak.